Manufacturer narrative:
This report is to retract report 2017865-2016-01972 submitted on 4/12/2016. The same issue was reported as 2017865-2016-02946.

Event description:
This report is to retract report 2017865-2016-01972 submitted on 4/12/2016. The same issue was reported as 2017865-2016-02946.

Manufacturer narrative:
No related complaint received with the return of device. (B)(4). Final analysis found that the outer and inner coil damaged and outer coil fractured due to clavicular crush at 19.3-19.9 cm from distal tip. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed through analysis.